Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that they have pain from the incision, and they don't know how long that's supposed to last. The patient stated that they believe the interstim has started to work because they have had a reduction in urine and no accidents so far. The patient mentioned that the area is still swollen and black and blue. Patient service specialist asked if patient had a post-op appointment with healthcare provider to check incision side, and patient stated they have an appointment scheduled in 3 months in august. After the call, patient mentioned that they went last wednesday to the hcp office. They have been treated for an infection in the incision side, and they are taking antibiotics and will take their last pill today. Patients believe that the pain is subsiding, but it's not completely gone, and they do not know if the swelling will completely go down. The patient noted that it's hard to sit in a chair for any length of time, and that's uncomfortable. Patient also mentioned that they are going to physical therapy and asked if the physical therapist can check if there is an infection or normal process of healing, after patient explained that they were seen by hcp last week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient got comm 3 call today and reported that they still feel pain in the incision area and that they need to ice it a few times a day. Patient confirmed getting therapeutic benefit so far. Guided patient to discuss issue with hcp.